Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and observed contamination. The fse identified the failure mode as a defective carbon bridge and sodium electrode. The fse replaced the carbon bridge and sodium electrode to resolve the issue. The customer confirmed there was no harm to patient due to the event. The customer stated patient was discharged with no injuries. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. The customer stated that the ion selective electrolyte (ise) calibration failed at the time of the event. The customer repeated the sample on the same analyzer with a result considered correct. The false low na result was reported outside the laboratory and was later corrected. There was a report of a change in patient treatment. The customer stated one (1) patient was treated with one (1) liter fluids of normal saline. The customer confirmed there was no harm to the patient due to the event. The customer did not provide complete patient demographics. The customer provided data for the patient sample.